Event description:
It was reported that the pump shut off unexpectedly. Customer was able to power pump back on and reloaded the cartridge. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection and bolus via pump.